Event description:
The initial reporter stated that the pump was under infusing. They stated that the pump was programmed at a rate of 200 ml and a dose of 400 ml, that the pump volume showed it delivered 236 ml and that it delivered 400 ml. It is unclear if the pump actually under delivered or not, but they stated that they felt the patient was losing weight due to this. Mmd did not follow up with the initial reporter because at the time of the complaint they stated that the patient had not experienced any adverse effects due to the complaint and that they had no additional information to provide. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.